Event description:
Treatment of an unruptured cerebral internal carotid artery - anterior communicating (ica - a-comm) aneurysm measuring 4mm. During the procedure, it was reported that the physician experienced resistance while inserting the implant coil into the aneurysm and decided to retrieve it. Upon retrieval of the implant coil, it detached inside the catheter. The physician was able to push the coil into the aneurysm with a gt wire.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned and the evaluation could not determine the cause of the event.(B)(4).